Event description:
Coated vicryl® (polyglactin 910) suture was used in a vaginal repair. The suture popped off of the needle while needle was in tissue. Needle was removed from field, and a second suture was given to finish the repair. This second suture then broke when the provider was tying a knot. All sutures with this lot number was removed from the department.